Manufacturer narrative:
Eighteen samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All samples expelled the solution with normal flow. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot numbers 2153548 and 2188472. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation with the returned sample analysis the symptom reported could not be confirmed. H3 other text : see h10.

Event description:
It was reported that the bd safetyglide¿ needle was blocked and couldn't inject medication. This occurred once each in lots 2153548 and 2188472. The following information was provided by the initial reporter: "unable to inject medication".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2153548. D.4. Medical device expiration date: 31-may-2027. H.4. Device manufacture date: 02-jun-2022. D.4. Medical device lot #: 2188472. D.4. Medical device expiration date: 30-jun-2027. H.4. Device manufacture date: 07-jul-2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked and couldn't inject medication. This occurred once each in lots 2153548 and 2188472. The following information was provided by the initial reporter: "unable to inject medication."